Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: va2063c018, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and health care provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was bad connection and high impedance of contact #7 during intraop testing. During intraop testing of connections, rep reported a bad connection with electrode #7. Rep requested the doctor reseat the lead, which he did, but this did not correct the issue. He declined to make any other adjustments. Following impedance testing, contact #7 showed 40 ,000 ohms. Again, the doctor declined to make any adjustments to correct the situation and indicated we would not need to use this electrode for programming. In recovery, postop programming was performed. Contact #7 was not needed and the patient received adequate stimulation to provide therapy. Additional information was reported that the patient underwent lead replacement surgery on (B)(6) 2022. Connection check and impedance reading revealed that along with contact #7, contact #0 is also now bad with impedance greater than 40,000 ohms. Prior to replacing, reseating in the ins header was attempted with no success. To rule out battery issue, the lead was then tested on a 97725. This, too, revealed contacts 0 and 7 as bad. Therefore, the lead was replaced with a (B)(4). All connections and impedances are now normal and patient is receiving adequate stimulation. The issue is now resolved.